Manufacturer narrative:
(B)(4). Pump error alarm during the rewind due to jammed motor gear box. Unable to verify insulin flow blocked alarm and perform rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error alarm during the rewind test.

Event description:
It was reported that the reservoir was inserted into the new insulin pump had it received an insulin flow block alarm. The customer's blood glucose level was unknown. The customer reported that he loading was way too fast in the new insulin pump and in the old insulin pump it took a couple of seconds. Troubleshooting was performed and they stated that the insulin exited. The customer was advised to rewind the insulin pump, reinsert reservoir into the insulin pump and run load reservoir and the insulin pump alarmed insulin floe block. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.